Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown.

Event description:
It was reported that a bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter malfunctioned during use as the sleeve on the rear cannula of the luer adapter appeared to not retract properly. This malfunction resulted in blood dripping into the holder while the customer was changing tubes. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Based on the investigation, a root cause could not be determined.